Manufacturer narrative:
E1: (B)(6).

Event description:
Philips received a complaint by the customer on the v60, indicating that the battery was depleted. At this time, it is unknown if there was patient involvement at the time the issue was discovered; however, there was no reported harm to the patient or user. The customer called technical support to report that the battery was depleted. A service proposal for repair was sent to the customer for approval.

Manufacturer narrative:
H10: the field service engineer (fse) was not able to evaluate or repair the device as the customer did not accept the service proposal. The service proposal expired, so no work order was generated. It is unknown what the outcome of the service event was, and no further information could be obtained. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.

Manufacturer narrative:
There was no patient involvement at the time the issue was discovered. Per initial good faith effort (gfe) response, the field service engineer (fse) noted that the lot code of the defective battery was m57600p1 and confirmed that the defective battery lost its ability to charge after performing a battery test. The investigation is ongoing.